Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the device was received for evaluation along with photographs of the sample were provided for evaluation. Visual inspection of the provided photographs show the product wet and the header cap was detached. Visual inspection of the actual sample show the detached header cap. The reported condition was verified. The cause of the detachment was due to a crack in the housing near the welding zone. The cause of the crack could not be determined; however, the most likely cause was due to the housing material coming in contact with a disinfecting medium. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in a u9000 set during prime. The set appeared damaged at one end of the dialyzer which nearly caused the filter to fall out completely. No cracks were noted. There was no patient involvement. No additional information is available.